Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that a pacemaker check was conducted, and a conductor fracture was confirmed on an x-ray photo. The lead was repaired and is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that a pacemaker check was conducted, and a conductor fracture was confirmed on an x-ray photo. The lead was repaired and remained in use until it was later reported that the lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; proximal segment of lead returned for analysis. The lead segment returned is only 2 cm long. No fracture found on the portion returned.